Event description:
Hcp reported the pt presented with a return to baseline pain and along with new pain. A dye study was performed in 2003 which showed a catheter occlusion. The pt was given oral opiates for breakthrough pain. A CT was done which had negative results. The catheter was surgically explored and explanted in 2004. At that time, the physician found some "material" around the pump and therefore the pump was also explanted and replaced. The pt was reported as going o.k.